Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer had dropped their insulin pump into the river and now the buttons were acting up; it was jumping from screen to screen. The buttons were unresponsive. The customer had inserted a new battery. The insulin pump had alarmed until the battery died. The insulin pump had alarmed button error and failed battery test and the device had a blank display. The customer stated that all of the alarms had occurred after the device was dropped into the river. The customer's blood glucose was 150 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number ramping anomaly was noted. No moisture damage was found inside of the insulin pump. The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm was noted. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.